Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for lots 3000447195, 3000442263, and 3000439623 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they experienced a leak in the btt silicone balloon. They had to open an accessory kit to complete case.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.